Event description:
It has been reported to us that during the procedure the radiopaque marker band of the aspiration catheter separated from the shaft and remains inside the patient. The physician inserted the guide wire into the patient's right coronary artery. The patient had a previously placed stent in the vessel. The new lesion site being treated was more distal to the previously placed stent. The physician inserted the aspiration catheter into the patient however it would not pass through the older stent, the physician removed the aspiration catheter. The physician inserted a balloon catheter and dilated the stent. The physician re-inserted the aspiration catheter into the patient however was having difficulty advancing it through the guide catheter. The physician inserted a balloon catheter into the vessel. The physician pulled back on the balloon catheter and at some point during the procedure the radiopaque marker band of the aspiration catheter separated from the shaft and became lodged inside the stent. The decision was made to leave the separated marker band inside the patient. The patient is reported to be fine. The device will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for evaluation.